Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a crack in the battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: observed the battery compartment is cracked below the finger pad extending down to the primary seal. No issue with loss of power. No evidence of moisture damage in battery compartment. Unable to confirm keypad missing/peeling/torn. The keypad has no visible sign of damage. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons are responsive to button presses and are functional. Removed keypad cover to check condition of the button contacts. No contamination or any other anomaly found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.